Event description:
According to the reporter: the balloon physically broke. The device had only been in use for a few seconds before it broke. In order to resolve the issue and complete the case, used another trocar. There was no patient harm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received during a gynecology procedure, the balloon physically broke.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the trocar balloons were broken. The obturators lock collars, valve seals and doors appeared intact. The inflation syringes were not received. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloons may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.